Event description:
It was reported that the patient had an infection. It was unknown when the infection started. The patient was implanted in (B)(6) 2012. It was determined that the infection was related to the device. The infection was on the spine and it was open and had been weeping for 3 weeks prior to the report. The patient had been experiencing swelling in the location for about a year prior to the report. It was decided that the device needed to come out. The patient was scheduled for an explant on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative did not collect the device after it was explanted due to infection. The patient was doing fine according to the doctor.